Event description:
A customer reported that unexpected negative reactivity was obtained with the antibody screening assay on galileo echo (B)(4).

Manufacturer narrative:
The result files were reviewed by an immucor technical support specialist. Initial testing results that resulted as negative with all cells visually appeared positive in cells 1 and 2. The expected positive results were obtained upon repeat testing. The customer was made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.